Event description:
When the surgeon was trying to final tighten the set screws the inner ¿tracks¿ of the tulip began to shear off.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.